Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead had to be repositioned multiple times due to high out of range pacing impedance measurements of greater than 4000 ohms and high thresholds. Issues with extending the helix were also noted so the physician believed the lead was fractured, however no signs of damage were seen with the lead upon removal. The ra lead was never in service and there were no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection of the lead noted the helix to be retracted. A helix mechanism test performed on the lead failed as the helix did not extend out after with eight turns. An x-ray of the lead showed no anomalies on either end or through the body. All other tests performed on the lead were passed and analysis did not reveal any further signs of material or manufacturing issues with the lead.